Event description:
As reported by the user facility: doctor in ER using 16 gauge, stuck self. Clip did not engage. Pt was "(B)(6). Risk management filed report in-house. Additional info provided by the facility indicated the pt was (B)(6). The doctor has received bloodwork testing per hospital protocol. Initial blood test reports were negative, however, testing is not complete. The doctor did start post exposure prophylaxis treatment to prevent disease transmission. A lot number and an item number were reported. The sample was discarded and will not be returned for evaluation. No further info is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Without the sample, a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharp container. All available info has been provided to the actual manufacturer for eval.